Event description:
The pt experienced post-surgical sinus tachycardia and an apneic episode while still on fentanyl. She was admitted to the hospital for six days and underwent defibrillation and a change in her medications. No further information was given.